Event description:
The neuro sales representative reported this device was used during a craniotomy. The pt's head slipped out of the skull clamp and sustained some lacerations which required sutures. The facility is not using the mayfield pins to secure the pt's head to the mayfield skull clamp, therefore it is unknown if the pt's head was securely held in place. The pt recovered, no further information is available. The hospital had been advised in the past that mayfield pins must be used when using the mayfield skull clamp.